Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 2.5mg/ml at 0.546mg/day, bupivacaine 30mg/ml at 0.546mg/day and clonidine 50mcg/ml at 0.546mg/day via an implantable pump. It was reported that the patient was a thin woman experienced discomfort due to where the 40ml pump was implanted, in the lower buttock. The patient wanted the pump moved to a more comfortable location. During the pocket revision, the pump pocket was moved to the abdomen and the catheter was only 60cm long total, so catheter was revised in order to be long enough to reach new pocket location. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.